Manufacturer narrative:
Unit received with minor scratched lcd window, damage keypad overlay texture, cracked case at battery tube, cracked battery tube threads, cracked case, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the insulin pump was cracked at the battery compartment. Insulin pump would need to be replaced. Customer's blood glucose was 5.2 mmol/l.